Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Event description:
Same case as MFR:2134265-2016-11132. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed; however a partial recapture was needed. The first attempt at the partial recapture was unsuccessful, then a second partial recapture was performed. After this the patient experienced hypotension and was treated with a fluid bolus. An echocardiogram was performed and revealed a small 4.5mm pericardial effusion. A pericardiocentesis was not needed. Once the patient's blood pressure stabilized they fully recaptured the first 33mm closure device. The patient was stable so the procedure was continued and a second 33mm watchman ® laa closure device delivery system was inserted into the same watchman ® access system .the closure device was successfully implanted. Post procedure it was noted that the pericardial effusion remained at 4.5mm. No further patient complications were reported and the patient states is stable.